Event description:
Telemetry could not be established with the mycrophylax plus. The green led on the header flashed for approx one second each time the interrogate button was pressed but the green indicator square on the programmer indicated that there was no telemetry. Other programmers were used. Emi test was performed, different softwares were used, and different distances between header and implant were tested.